Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information has been provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
Facility reported device was not aspirating during procedure. Another system was used to conclude the procedure. There was a delay of 30 minutes. No patient injury or harm reported.